Event description:
Per the edwards lifesciences clinical specialist report, after a successful bav with a 23 x 4 mm balloon in a transfemoral tavr procedure, the physician experienced difficulties while trying to cross the native aortic valve with the retroflex3 (rf3) delivery system. During multiple attempts to cross the valve, the wire in the left ventricle (lv) moved and when the physician tried to manipulate the wire deeper into the lv, it totally came out of the lv. The delivery system and sapien were pulled back and the valve was deployed just below the renal arteries. A 2nd sapien valve was prepped and successfully deployed in the aortic annulus after repositioning the wire. The patient left the room hemodynamically stable. It was reported that the aortic annulus diameter measured 23 mm by tee and had severe bulky leaflet calcification.

Manufacturer narrative:
Difficulty crossing the aortic annulus with the delivery system may be due to anatomical factors and/or procedural factors, including heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and incomplete bav. In most instances this resolves with routine troubleshooting maneuvers. However, in severe cases additional actions may be required, including deploying the valve in the aorta or surgical removal of the delivery system. In this particular case, the cause of the difficulty experienced by the physician while trying to cross the aortic annulus cannot be confirmed; however, it was reported that the patient has severe bulky calcification of the aortic annulus leaflets and aortic root. It is possible that the distribution of the severe annulus calcification caused or contributed to the reported event. This event was not considered to be due to a device malfunction; furthermore, there was no report of injury to the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.